Event description:
It was reported that this patient with a cardiac resynchronization therapy pacemaker (crt-p) presented to the clinic and upon interrogation there was a voltage too low message that was displayed with no error code. The patient did have an underline intrinsic rhythm. Technical services suspects this device is in storage mode. Additional information was requested from the field representative however, no new information was obtained. At this time, the device remains in service. No adverse patient effects were reported.